Manufacturer narrative:
(B)(4). One sample was received for evaluation by baxter. The reported condition of "cut tubing" was confirmed. The tubing was inadvertently pinched at the flow wrap sealer equipment causing the defect on the tubing. The root cause of the tubing defect was due to improper placement (operator error) during the packaging operation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot

Event description:
It was reported to baxter (B)(4) that the delivery tubing of one (1) ce infusor lv 5 device had ruptured near the flow restrictor before use. The infusor was not used by patient; therefore, there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.